Manufacturer narrative:
This report has been identified as b. Braun internal report number (b)( a follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "overinfusion" according to the customer: therapy was found on the (B)(6) 2023 1600 hours that the physical dilution of noradrenaline was 32mg in 100ml whereas the pump reflected 8mg/100ml. Sister in charge wants to know if the initial drug library chosen was 32mg in 100ml but was amended to 8mg/100ml. Patient is stable with the elevated dose , another pump was used to provide the elevated dose but reflecting the correct parameters. No further medical intervention required.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) the device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analyzed. The history files from 2023-11-01 was investigated. In the morning a space line was inserted and the infusion started with a dose rate of 0,100 microgramm/kg and the flow rate of 6ml/h and a volume of 80ml. During the therapy the dose rate was change, several times. Automatically the flow rate change too. No other abnormalities were found in the device history. 3. Judgment: 3.1 the complaint could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.